Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. PMA / 510(k) #: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unknown bd needle fragment was impended in a patients arm. They were unable to identify the needle and do not have the product or facility information. The event of when this occurred was unknown as well as what medical intervention was needed..

Manufacturer narrative:
Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.